Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery alarm on the insulin pump. The device had a cracked display window corner and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was in the 400-500 mg/dl range. Troubleshooting for high blood glucose was performed. Customer experienced extreme thirst. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer treated their high blood glucose with a manual injection. Troubleshooting for no delivery was performed. Customer advised they had a bent cannula. Customer received the no delivery alarm during basal/bolus delivery. Customer advised they resolved the issue with a complete set change. Customer was advised the device worked properly as designed. Customer declined to return the infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.